Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the programmer. Visual inspection revealed no anomalies. Bench analysis noted that the programmer would not power on. Conclusion: the battery had a fault that caused the programmer to not power on.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device would not power up consistently, though it was noted that it powered up and stayed powered up with a known good battery and that it needed its battery replaced.

Event description:
It was reported that the programmer would not power up correctly. It was noted that the programmer was plugged in "all the time." Troubleshooting suggestions included ensuring the power cord was securely connected to the converter of that power cord and to the programmer and that an additional battery be ordered in order to eliminate the battery as a possible source of the issue. It was further reported that it was a "bad" battery that would not hold a charge. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.